Event description:
It was reported that this cardiac resynchronization therapy-defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and 6 electric shocks due to episodes of atrial fibrillation (af) with rapid ventricular response (rvr). As result, therapy was exhausted. No additional adverse events have been reported outside of the inappropriate shocks to the patient.

Event description:
It was reported that this cardiac resynchronization therapy-defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and six electric shocks due to episodes of atrial fibrillation (af) with rapid ventricular response (rvr), and therapy was exhausted. No additional adverse events have been reported outside of the inappropriate shocks to the patient. Currently, evidence suggests that this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The evidence suggests that device was explanted.

Manufacturer narrative:
The evidence suggests that device was explanted.

Event description:
It was reported that this cardiac resynchronization therapy-defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and six electric shocks due to episodes of atrial fibrillation (af) with rapid ventricular response (rvr), and therapy was exhausted. No additional adverse events have been reported outside of the inappropriate shocks to the patient. Currently, evidence suggests that this device was explanted and replaced. No additional adverse patient effects were reported.